Event description:
It was reported that the patient was experiencing pain and could barely compose words following the implant procedure. The right foot was also not showing movement and the patient was admitted to the hospital. The physician opted to take the paddle lead out and discarded the product.